Event description:
The pt has type I diabetes and was beginning to go into a low blood glucose shock. Paramedics were called and upon arrival they used the pt's suspect device and obtained a result of 140mg/dl. The pt was transported to the hosp where a lab test result was 37mg/dl. The pt was then given a glucose IV. The pt was sent home and instructed to check blood glucose every four hours. The suspect device still measured high results.